Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine change out. The right atrial lead exhibited high thresholds. The patient did not experience any symptoms of any kind post procedure.